Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the door switch on the imaging system was adjusted to restore functionality. Motion was then calibrated and the motor chain was confirmed to be operational. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used prior to a procedure. It was reported that the door was closed but the pendant was stating that the door was open. It was also noted that the tube-detector could not be activated. Troubleshooting included removing the upper door cover, checking door switches, and adjusting the door switch plate. The probable cause was noted to be due to cracks and bends in the covers. It was noted that the doors could jaw tissue or towel which could cause the door switch plate to move. There was no patient involvement.